Event description:
It was reported that a detached sensor wire occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient had been complaining of a needle stuck in eft arm. The patient recently thought the site looked infected and had a virtual visit with her primary care provider. The primary care provider prescribed 5 days of doxycycline 100mg to be taken orally twice a day until gone. The patient stated that the area looked relieved and non-infected the following day on (B)(6) 2025, and she continued taking the medication as instructed. At the time of the report, patient condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).